Event description:
One patient sample generated an initial hemoglobin result of 10.2 g/dl with a hemocrit of 21.7% on the cell-dyn 3200 analyzer. The sample retested at a hemoglobin of 10.1 g/dl and a hemocrit of 22.0%. The lab did not report the results but requested a new sample. The following day, a new sample generated a hemoglobin result of 8.97 g/dl with a hemocrit of 18.3%. The customer warmed the remaining sample and retested with a hemoglobin result of 8.98 g/dl and a hemocrit of 23.7%. Controls have been within specifications. The lab pathologist does not suspect cold agglutinins and the customer is requesting a service call. There is no impact to patient management reported.